Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type catheter. Patient codes (B)(4) apply to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine 14mg/ml for a total dose of 5.13mg/day and unknown morphine 25mg/ml for a total dose of 9.16mg/day via an implantable pump for non-malignant pain. It was reported a catheter event occurred and was confirmed. It was stated that the catheter was clogged and the patient was not getting any medication. The issue was diagnosed vis a revision. The catheter was replaced on (B)(6) 2017. The patient experienced "pain issues and such." The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.